Event description:
The dr claims that the graft was implanted for a femoral procedure and "would not hold. Blood kept leaking and leaking through the graft" (through its walls). The dr stated that he worked with the graft until the bleeding subsided and that the procedure was successfully completed. He also stated that one hour of extra time was spent on the procedure. The pt's condition is fine. The graft was left in.